Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and metal poisoning ('uterus was most likely poisoned by nickel and touched pet fibers') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced metal poisoning (seriousness criterion medically significant), cervical cyst ("cyst on cervix"), adenomyosis ("adenomyosis") and contusion ("bruise") and was found to have hepatic enzyme increased ("liver problem"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, metal poisoning, hepatic enzyme increased, cervical cyst, adenomyosis and contusion outcome was unknown. The reporter considered adenomyosis, cervical cyst, contusion, hepatic enzyme increased, medical device removal and metal poisoning to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event added: bruise. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and device breakage ('passed fibers') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced device breakage (seriousness criteria medically significant and intervention required), metal poisoning ("uterus was most likely poisoned by nickel and touched pet fibers"), cervical cyst ("cyst on cervix"), adenomyosis ("adenomyosis"), contusion ("bruise") and migraine ("migraine") and was found to have hepatic enzyme increased ("liver problem") and weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2014. At the time of the report, the medical device removal, device breakage, metal poisoning, hepatic enzyme increased, cervical cyst, adenomyosis, contusion and migraine outcome was unknown and the weight increased was resolving. The reporter considered adenomyosis, cervical cyst, contusion, device breakage, hepatic enzyme increased, medical device removal, metal poisoning, migraine and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: passed fibers. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Event: passed fibers were added. On 20-mar-2020: new events: weight gain and migraine were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and metal poisoning ('uterus was most likely poisoned by nickel and touched pet fibers') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced metal poisoning (seriousness criterion medically significant), cervix disorder ("cyst on cervix") and adenomyosis ("adenomyosis") and was found to have hepatic enzyme increased ("liver problem"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, metal poisoning, hepatic enzyme increased, cervix disorder and adenomyosis outcome was unknown. The reporter considered adenomyosis, cervix disorder, hepatic enzyme increased, medical device removal and metal poisoning to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: content from plaintiff fact sheet received. Case became incident, events medical device removal, adenomyosis, cervix cyst & metal poisoning were added. Reporter information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and device breakage ('passed fibers') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced device breakage (seriousness criteria medically significant and intervention required), metal poisoning ("uterus was most likely poisoned by nickel and touched pet fibers"), cervical cyst ("cyst on cervix"), adenomyosis ("adenomyosis"), contusion ("bruise") and migraine ("migraine") and was found to have hepatic enzyme increased ("liver problem") and weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2014. At the time of the report, the medical device removal, device breakage, metal poisoning, hepatic enzyme increased, cervical cyst, adenomyosis, contusion and migraine outcome was unknown and the weight increased was resolving. The reporter considered adenomyosis, cervical cyst, contusion, device breakage, hepatic enzyme increased, medical device removal, metal poisoning, migraine and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: passed fibers. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and device breakage ('passed fibers') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced device breakage (seriousness criteria medically significant and intervention required), metal poisoning ("uterus was most likely poisoned by nickel and touched pet fibers"), cervical cyst ("cyst on cervix"), adenomyosis ("adenomyosis"), contusion ("bruise") and migraine ("migraine") and was found to have hepatic enzyme increased ("liver problem") and weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2014. At the time of the report, the medical device removal, device breakage, metal poisoning, hepatic enzyme increased, cervical cyst, adenomyosis, contusion and migraine outcome was unknown and the weight increased was resolving. The reporter considered adenomyosis, cervical cyst, contusion, device breakage, hepatic enzyme increased, medical device removal, metal poisoning, migraine and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: passed fibers. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.